Event description:
It was reported by service report that the cot has a small hose leaking near the upper fitting. No pt involvement or adverse consequences are reported.

Manufacturer narrative:
Rod side hydraulic hose.